Event description:
Per the audiologist, the pt had chronic otitis and, after the implant surgery, the otitis recurred. The electrode array partially extruded into the outer ear canal, and the pt reportedly inadvertently pulled it out. The pt's device was explanted in 2008. No reimplantation is planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.